Manufacturer narrative:
Article citation: mintsje de boer, md; wouter b. Van der sluis, md, phd; jan p. De boer, md, phd; lucy I. H. Overbeek, phd; flora e. Van leeuwen, phd; hinne a. Rakhorst, md, phd; rené r. W. J. Van der hulst, md, phd; nathalie j. Hijmering, msc; mark-bram bouman, md, phd; and daphne de jong, md, phd. ¿breast implant-associated anaplastic large-cell lymphoma in a transgender woman." Aesthetic surgery journal 2017, vol 37(8) np83¿np87. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: silicone gel-filled breast implants are prone to unintended instrument trauma during implantation or during explantation. Shell failure can result from damage by scalpels, suture needles, hypodermic needles, hemostats, and adson forceps and has been observed in explanted device shells using scanning electron microscopy. Allergan¿s (retrieval study) analyses of explanted devices have identified unintended surgical instrument damage as one potential cause of shell failure and thus implant rupture. Do not treat capsular contracture by closed capsulotomy or forceful external compression, which will likely result in implant damage, rupture, folds, and/or hematoma. Patients should perform breast self-examinations monthly and be shown how to distinguish the implant from their breast tissue. The patient should not manipulate or squeeze the implant excessively. The patient should be told that the presence of lumps, persistent pain, swelling, hardening, or change in the implant shape may be signs of symptomatic rupture of the implant. If the patient has any of these signs, she should be told to report them and possibly have an MRI evaluation to screen for rupture. Breast implant rupture is considered ¿silent¿ when it occurs without any other problems, signs, or symptoms. Breast implant rupture is considered ¿symptomatic¿ when it is accompanied by changes in the look or feel of the breast and/or breast implant. Advise your patient that she will need to have regular mris to screen for rupture even if she is having no problems. MRI screenings should be performed at 3 years postoperatively, then every 2 years thereafter. If your patient has symptoms of breast implant rupture (described in table 6), you should recommend that she has an MRI to determine whether rupture is present. Provide your patient with a list of MRI facilities in her area that have: at least a 1.5 tesla magnet, a dedicated breast coil, and a radiologist experienced with breast implant MRI films for signs of rupture. If rupture is noted via MRI, then you should advise your patient to have her implant removed. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
Article ¿breast implant-associated anaplastic large-cell lymphoma in a transgender woman¿ reported explantation of the right side device due to rupture. Physician additionally reported "hyperechoic seroma of right breast on preoperative ultrasound."

Event description:
Article ¿breast implant-associated anaplastic large-cell lymphoma in a transgender woman¿ reported explantation of the right side device due to rupture. Physician additionally reported "hyperechoic seroma of right breast on preoperative ultrasound."